Event description:
It was reported that a locking cap/expedium single innie screw became stripped intra-operatively. It was reported that the patient was implanted with a 4.5 titanium expedium growing rod construct from t2- l2, bilaterally, on (B)(6) 2013. The patient came in for a scheduled lengthening procedure on (B)(6) 2014. During the procedure, while the surgeon was performing the lengthening, the right locking cap/single innie screw became stripped/threads were torn when the surgeon when to lock it down and final tighten the screw. The locking innie screw was on the right of the open-ended side of the connector. The surgeon removed the innie screw, inserted a new one, and locked it down. There was a time delay of less than 1 minute to obtain the new locking cap. There was no harm or adverse consequences to the patient. The procedure was successfully completed.

Manufacturer narrative:
A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Visual examination of the returned device featured extensively damaged threads. The threads are damaged in such a way that they have been completely sheared off on one side. The final level of the thread being peeled from the body of the set screw but not completely having fallen off. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. A trend analysis was conducted. No emerging trends were found requiring further actions. The root cause of the set screw¿s thread damage cannot be determined from the sample and information provided. A potential root cause is inadvertently cross-threading the set screw during insertion. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends were found, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.